Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device the lcd screen was found to be blank. The device's system board needs to be replaced to address the issue. No repairs were performed. The device was scrapped.